Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ah6n. Investigation summary: the analysis found that one psee60a device was returned for analysis with an ecr60b cartridge loaded on the device unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during an open colectomy, the device was not activated with battery at the 2nd firing of feea on the colon. It was found that the battery generated heat. Another device was used to complete the case. There were no adverse consequences to the patient. One psee60a and one ecr60b will be returning. Affiliate reference number: (B)(4). Please take photos for (B)(6) customer.